Event description:
During a coronary artery bypass graft. The device cut and did not staple on the first firing. There was minor bleeding. A second device was used to complete the case. There was no consequence to the pt.